Event description:
Pt was revised to address infection.

Manufacturer narrative:
The devices associated with this report were not returned. Examination of the requested sterilization certifications did not identify any related deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.